Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Pump case: ngp. Customer returned pump for alleged insulin flow blocked alarm and high bg observed on (B)(6) 2022. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at .0872 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Verified the pump alarmed no delivery during basal/bolus/priming in pump downloaded history near event date 35 times. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 1 no delivery alarm during basal: start date (B)(6) 2022 22:23:00.000. 1 no delivery alarm during bolus: start date (B)(6) 2022 10:21:32.000. 3 no delivery alarm during basal: start date (B)(6) 2022 08:37:00.000 end date (B)(6) 2022 20:02:00.000. 1 no delivery alarm during priming: start date (B)(6) 2022 20:14:54.000. 8 no delivery alarm during basal: start date (B)(6) 2022 04:48:00.000 end date (B)(6) 2022 15:00:00.000. 2 no delivery alarm during bolus: start date (B)(6) 2022 18:54:02.000 end date (B)(6) 2022 18:54:40.000. 1 no delivery alarm during basal: start date (B)(6) 2022 23:48:00.000. 1 no delivery alarm during bolus: start date (B)(6) 2022 23:56:43.000. 5 no delivery alarm during basal: start date (B)(6) 2022 03:06:00.000 end date (B)(6) 2022 06:47:00.000. 3 no delivery alarm during bolus: start date (B)(6) 2022 08:42:14.000 end date (B)(6) 2022 10:56:43.000. 2 no delivery alarm during basal: start date (B)(6) 2022 11:54:00.000 end date (B)(6) 2022 12:03:00.000. 1 no delivery alarm during bolus: start date (B)(6) 2022 14:33:12.000. 4 no delivery alarm during basal: start date (B)(6) 2022 14:36:00.000 end date (B)(6) 2022 16:51:00.000. 1 no delivery alarm during bolus: start date (B)(6) 2022 21:18:30.000. 1 no delivery alarm during basal: start date (B)(6) 2022 22:23:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and faded end cap address label. Pump passed required testing. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer noticed there was recurring insulin flow block alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed the above issue. The insulin pump will not be returned for analysis.